Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mild calcified iliac. A 9.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned device consisted of a sterling balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 28mm in length, and balloon damage (zipper). Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mild calcified iliac. A 9.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.